Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported a broken gamma nail 3 titanium. On the (B)(6) 2021 the broken gamma nail was removed and a pseudarthrosis treatment was performed (tissue sampling, cleaning of fracture site, re-osteosynthesis with a proximal femoral plate on the lateral side and an ao small fragment plate on the ventral side with spongiosa/filling with bone- chips). A broken screw was also reported.

Manufacturer narrative:
The reported event was confirmed. Review of DHR, complaint history, CAPA databases and risk analysis did not identify any discrepancies. No nc/CAPA had been filed for the item in question. Potential nail breakage had been considered in the risk management file. Potential reasons for nail breakage are listed in the labelling. Physical investigation of the nail revealed it broke in a fatigue manner, originated by material damage at lateral in the posterior web of the proximal drill hole. Additionally, the nail was significantly loaded during the implantation period. Material and manufacturing deficiencies were not detected. Provided medical information was reviewed by a hcp who found the event had been contributed by a highly instable situation. With available information a deficiency of the device was not verified. The cause of the event was determined being intra-operative material damage contributed by unstable reposition. In case further substantive information becomes available we reserve the right to re-open the investigation with root cause assessment.

Event description:
Customer reported a broken gamma nail 3 titanium. On the (B)(6) 2021 the broken gamma nail was removed and a pseudarthrosis treatment was performed (tissue sampling, cleaning of fracture site, re-osteosynthesis with a proximal femoral plate on the lateral side and an ao small fragment plate on the ventral side with spongiosa/filling with bone- chips) a broken screw was also reported.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported a broken gamma nail 3 titanium. On the (B)(6) 2021 the broken gamma nail was removed and a pseudarthrosis treatment was performed (tissue sampling, cleaning of fracture site, re-osteosynthesis with a proximal femoral plate on the lateral side and an ao small fragment plate on the ventral side with spongiosa/filling with bone- chips). A broken screw was also reported.